Event description:
It was reported that when pushing the button to rotate the c-arm, the c-arm spins and will not stop. No injury reported. A field engineer was dispatched to the site and determined the rotation switch needed to be adjusted. Once this was completed the system was working as intended.